Manufacturer narrative:
Section d9: corrected. Sections d9 and h3: a portion of the driveline returned for evaluation.   Manufacturer's investigation conclusion: superficial driveline damage was confirmed through evaluation of the returned section of the driveline. Although a specific cause for the superficial driveline damage could not conclusively be determined through this evaluation, there were no functional issues with the driveline reported or identified. A distal driveline replacement was requested for visible driveline damage with no alarms, and abbott technical services performed the repair on 12jun2024. There were no alarms or unusual events following the repair. Approximately 17¿ of the distal section of the driveline was returned with previous clamshell repair in place on the metal connector. Intermittent tears in the driveline jacket were noted from approximately 4-14¿ from the metal connector. The distal section of driveline passed continuity testing using a digital multimeter. The driveline was manipulated, and no wire discontinuities or shorts were induced during this testing. There was no indication of a potential wire compromise during inspection, testing, or the events reported by the customer. The patient remains ongoing on vad-15513 with no further reported issues at this time. The relevant sections of the device history records for vad-15513 and the driveline, serial #(B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline had visual damage to the external portion and a revision was performed. There were no alarms associated with the event. No alarms or unusual events were noted after repair.